Event description:
Patient has a mechanical mitral valve a johnson and johnson biosense webster octaray catheter got stuck in the valve and a piece sheared off dislodged in the heart. Piece can be viewed as a retained object.